Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.

Event description:
Rec'd info regarding a cartridge alarm 19 during basal delivery. Customer was disconnected from the pump, as the customer was still on lantus until later that night. Customer's blood glucose level was not impacted.